Event description:
Reporter indicated that the patient was to be explanted due to discomfort at the generator site. The treating physician indicated that the reported pain was a psychological issue and the benefits of vns therapy outweighed the reported pain as the patient had achieved good seizure control with the vns. The generator and lead were explanted and returned to the MFR. An analysis was performed on the returned generator and lead and there were no performance anomalies or any adverse conditions found with the pulse generator. Other than typical wear and explant related observations, there were no adverse findings or anomalies noted in the returned lead.